Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The service technician performed a bubble detector test with two different sizes of tubing and could not get the unit to show the problem. The defect could not be confirmed. No repair was performed. (B)(4).

Event description:
On (B)(6) 2013, (B)(6), reported that on (B)(6) 2013 for hl-20 rpc 20-121 2-pumps console (article number: 70102.8583, serial number: (B)(4)) that the bubble detector would not reset after an alarm until the power on the monitor was cycled. (B)(4).